Event description:
It was reported that a pt underwent a suburethral sling with rectocele repair procedure on (B)(6)2010 and suture was used. During the procedure, the needle broke off into the pt. The needle was recovered during the same procedure. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.